Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 223 mg/dl. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the cartridge. After changing all of the pump supplies, the customer was to deliver a bolus of insulin to address the bg level. Reportedly, the customer had been reusing the same cartridge for 2 weeks.